Event description:
Right side suspected rupture. "Symptoms- itching, burning sensation".

Manufacturer narrative:
Customer reported that the sample was discarded. No analysis was able to be performed.